Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was on the roof at the time of the alarm. Blood glucose value was 70 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.